Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Section implant date (2021 reports): if implanted, give date: not applicable, as the lens only touched the eye and was not implanted explant date (2021 reports): if explanted, give date: not applicable, as the lens only touched the eye and was not implanted, therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model dcb00 intraocular lens(iol) had ejected prior to insertion. Additional details received states that lens only touched the patient's left eye, the lens was ejected before completely entering the eye. There was no injury to the patient. No medical intervention was required. There was no user error. Procedure was completed successfully using another lens of same model and diopter. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/1/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge, the cartridge tip was observed deformed. The lens was also observed stuck at the cartridge tip section. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.